Event description:
Patient presented to the ER after the patient notifier was delivered. The device reported an extended charge time. Capacitor maintenance was initiated but it timed out before completing. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field experience of extended charge time was verified in the laboratory. The cause of the extended charge time resulted from an internal damage of the high voltage capacitor.